Event description:
It was reported that the physician attempted to use a 6f celt acd to close a 6f arterial puncture. Physician believed the device was deployed properly. Upon ejection it was reported the device did not work and that the distal tip was broken. Fluoroscopy showed the implant embolized into the tp trunk. Manual compression was used to achieve hemostasis. The patient was subsequently sent to the hospital to have the implant retrieved via surgical removal. It is unknown whether or not the patient had symptoms of the embolization or if the physician simply decided to have the implant surgically removed as a precaution. The delivery system has been returned to vasorum ltd for examination.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint's files didn't find any other report with the possible lot numbers (943037, 943043, 943017). The device was returned to vasorum ltd. For examination. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum ltd. Health effect - clinical code 4581 was used as no other feasible code was found for the preferred term "no observable clinical symptoms but clinical decision taken to remove the implant on the basis that future symptoms might develop". Investigation findings code 4247 was used as no other feasible code was found for the preferred term "damage caused by abnormal use".

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint's files didn't find any other report with the possible lot numbers (943037, 943043, 943017). The device is being returned to vasorum ltd. For examination. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the initial report being submitted by vasorum ltd.

Event description:
It was reported that the physician attempted to use a 6f celt acd to close a 6f arterial puncture. Physician believed the device was deployed properly. Upon ejection it was reported the device did not work and that the distal tip was broken. Fluoroscopy showed the implant embolized into the tp trunk. Manual compression was used to achieve hemostasis. The patient was subsequently sent to the hospital to have the implant retrieved via surgical removal. It is unknown whether or not the patient had symptoms of the embolization or if the physician simply decided to have the implant surgically removed as a precaution. The delivery system is being returned to vasorum ltd for examination.